Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the unit goes into over temp. The keypad was replaced and the issue is still happening. No patient was involved. Problem was found during pm testing. No further information was provided.

Manufacturer narrative:
H6. Codes: updated. Device evaluation: unable to confirm complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the device is returned the manufacturer will re-open the complaint for further device analysis.